Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient had an infection in an unknown site. As a result, the scs system was explanted to address the issue.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.